Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cervical dysplasia ("persistent cervical dysplasia"), headache ("headaches"), inflammation ("inflammation throughout her body") and pain ("body aches") and was found to have antinuclear antibody positive ("ana positive blood tests"). The patient was treated with surgery (essure removal, oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, cervical dysplasia, palpitations, headache, inflammation, antinuclear antibody positive and pain outcome was unknown. The reporter considered antinuclear antibody positive, cervical dysplasia, genital haemorrhage, headache, inflammation, pain and palpitations to be related to essure. The reporter commented: per explant report, 2 essure devices were found in fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2017 she experienced palpitations ("heart palpitations"). An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), cervical dysplasia ("persistent cervical dysplasia"), headache ("headaches"), inflammation ("inflammation throughout her body"), antinuclear antibody positive ("ana positive blood tests") and pain ("body aches"). The patient was treated with essure removal on (B)(6) 2021 with oophorectomy and total hysterectomy). At the time of the report, the cervical dysplasia had not resolved. The outcomes for genital haemorrhage, palpitations, headache, inflammation, antinuclear antibody positive and pain were unknown. The reporter considered antinuclear antibody positive, cervical dysplasia, genital haemorrhage, headache, inflammation, pain and palpitations to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: two essure devices were identified within the fallopian tubes, persistent cervical dysplasia. Gross description: the right fallopian tube measures 7.0.x 0.2 cm in length and average diameter; with the left fallopian tube measuring 6.0 x 0.2 cm in length and average diameter, within the left fallopian tube there is a metal wire (essure). The attached fimbria are lush, the serosa smooth and glistening. And the cut section shows collapsed patent lumen. There is an attached paratubal cyst associated 'with the left fallopian tube measuring 1.0 cm in greatest dimensions. Focal low grade squamous intraepithelial lesion, cervix with atrophic/regenerative change, chronic cervicitis and tunnel, atrophic endometrium. Leiomyomata, benign bilateral/fallopian tubes with paratubal cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: new reporter added (hcp), lab data, and outcome of cervcal dysplasia were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cervical dysplasia ("persistent cervical dysplasia"), headache ("headaches"), inflammation ("inflammation throughout her body") and pain ("body aches") and was found to have antinuclear antibody positive ("ana positive blood tests"). The patient was treated with surgery (essure removal, oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, cervical dysplasia, palpitations, headache, inflammation, antinuclear antibody positive and pain outcome was unknown. The reporter considered antinuclear antibody positive, cervical dysplasia, genital haemorrhage, headache, inflammation, pain and palpitations to be related to essure. The reporter commented: per explant report, 2 essure devices were found in fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.